Event description:
It was reported to philips that the system's table was moving itself. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) analyzed the system remotely and found the reported malfunction. Further, checks showed geometry error, caused by defective height and tilt potentiometers. An additional review of system log files also indicated error related to geometry. The issue was addressed by replacing components including the node interface unit (niu), height potentiometer assembly and tilt potentiometer assembly through nemo order. After installation, the system was confirmed to meet specifications and returned to use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.